Event description:
Had essure implants put in place on (B)(6) 2007. Had hsg to confirm proper placement. Product was in place and functioning. I got new job in (B)(6) 2009 and called MFR to make sure new work environment was compatible with implants. I was working with strong magnets. Company stated I was fine to pursue my work. I had pain, bleeding, and daily problems since placement in (B)(6) 2007. These became much worse in (B)(6) 2009 after calling the company and being cleared to work. I had severe daily pain, heavy menstrual bleeding, and had to miss work because of these issues. In (B)(6) 2011, I had an ultrasound. My implant in my left tube was bent and was out of place. The implants needed to be removed due to displacement and bleeding. The doctor stated that the cause of movement and bleeding were the implants.